Event description:
This device was explanted due to a "deep skin infection below the original pacemaker pocket." This system was replaced on the right side. This device was retained by the hospital. Should additional information become available, this file will be updated.